Event description:
The patient reports that she had an ans device for scs in 2007 that got infected. The infection got to the lead and when it was removed there was a lot of infection present. This required a 7 day hospital stay and 6-weeks of antibiotics. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).